Manufacturer narrative:
Insulin pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose was over 400 mg/dl and 140 mg/dl which was treated with insulin pump and adding victoza 3 mg a day. Customer states that insulin pump¿s screen was cracked. Insulin pump will be return for analysis.